Event description:
It was reported that the asymptomatic patient presented in clinic upon receiving a patient notifier alert. Upon interrogation, the right ventricular lead exhibited high impedance anomaly. It was noted that the lead would continue to be monitored. The patient¿s condition was stable.